Manufacturer narrative:
Alleged failure: electrode tip was broken off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user excessive drag force applied to the probe. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known. (B)(4).

Event description:
It was reported that the electrode tip broke off. The broken tip was retrieved and the procedure was competed successfully.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the electrode tip broke off. The broken tip was retrieved and the procedure was competed successfully.